Manufacturer narrative:
Date received by manufacturer: updated to 05/22/2015.

Event description:
The greenlight bph procedure was completed using a second surgical fiber. There were "no clinical consequences to the patient" - there was no injury to patient reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after about 5 minutes while using the side-firing surgical fiber during a prostate procedure, the fibers output beam was observed to be shooting straight / horizontal. No additional procedure information was reported. There was no patient injury reported.